Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional under water pressure test was performed on the sample and no blockage or leakage was observed. The reported condition was not verified. The sample was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set did not flow during a patient infusion. The customer reported that the infusion was initiated and ¿when the nurse returned to check on the patient, the medication had not infused¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.